Event description:
A friend/family member reported that months after the (B)(6) 2015 implant, the patient started experiencing shocks and had a problem with the device, so the system was replaced on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.